Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that while implanting the multi link vision stent, the proximal edge of the stent caused a dissection of the rca vessel. A 3.5 x 13 mm multi-link zeta stent was used to treat the dissection. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Dissection, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. The reported mildly tortuous anatomy may have contributed to the difficulties, however, a definitive root cause cannot be determined.